Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had severe calcification and moderate to severe paravalvular leak (pvl) was observed. The pvl would not resolve after post-dilation with a 22 millimeter (mm) and 23 mm balloons. The patient became hypotensive. Before using a 25 mm balloon to post dilate, a new 34 mm valve was loaded for potential valve-in-valve to block the pvl. The new valve was loaded and the 25 mm balloon post dilation was performed resolving the hypotension and the loaded valve was not implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: product ID d-evprop34us (lot: 0012248104); product type: 0195-heart valves; product ID l-evprop34us (lot: 0012248107); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that after post dilatation with the 25mm balloon, the paravalvular leak pvl was reduced from moderate to mild. Diastolic blood pressure also recovered from approximately 36mmhg to 57mmhg, and hypotension was also resolved.

Manufacturer narrative:
Updated field: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.